Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission for their pacemaker. No patient symptoms were reported. Upon review, several episodes of ventricular loss of capture were noted. Programming changes were made on (B)(6) 2019. The patient was stable.